Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/31/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 08/08/2016 with the following findings: on investigation, there was no evidence of alarm 162; no low warning recorded in the black box data. During testing, rewind, load cartridge and prime steps were performed successfully with no alarms. The force sensor calibration was determined to be within specifications. The pump was exercised for 24 hours with no loss of prime occurring. Investigation did not confirm nor duplicate the complaint. Unrelated to the original complaint, the battery compartment was cracked from case seal traveling to bumper and the display was dim and discolored.